Event description:
It was reported that the insulin pump may have been exposed to moisture due to the plastic cover of the display screen being completely gone. The blood glucose reading was 85 mg/dl. The customer stated that he was unsure what may have caused the damge and noted that the device may have fallen out of his pocket. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with missing display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.